Manufacturer narrative:
Tandem technical support followed up with the customer on 4/8/16, the customer reported issue was resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's fill estimate was inaccurate after loading a cartridge with insulin. The customer's blood glucose (bg) level was 210 mg/dl. The customer indicated that a bolus was delivered to address bg.